Event description:
The customer reported that she had an unspecified tracheostomy tube with a broken flange. She did not have the lot number for the tracheostomy tube. She stated that it was in a pt and the pt was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.